Event description:
"We placed 10 inspira's bovine pericardial tissue valve which had central aortic insufficiency upon separating from bypass. We returned to bypass explanted and replaced the valve with a (B)(6) medical. The inspra's valve appeared to have prolapse of one of the leaflets". FDA safety report ID# (B)(4).